Manufacturer narrative:
The reported event of device malfunction was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-21979. It was reported that the patient presented in the hospital with fatigue, dizziness, and bradycardia. The physician alleged the pacemaker was malfunctioning. The physician explanted and replaced the pacemaker. During the procedure, the right atrial lead dislodged and the physician subsequently explanted and replaced the lead. The patient was in stable condition.